Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire straight out of fiber (forward-firing). The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-537b-1619: the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
1st fiber: 409,078 joules used - fiber tip cleaned during the procedure. Finishing fiber: 245,952 joules used - fiber tip cleaned during the procedure.